Event description:
A customer reported that there was a display issue with their t:slim x2 pump screen, which appeared like a "screen burn," affecting their ability to interact with the pump. The customer did not report any impact on their blood glucose level. The customer reverted to an alternate method insulin therapy.